Event description:
It was reported that the patient presented for implant procedure. Upon interrogation post-procedure, it was noted that the implantable cardioverter defibrillator (ICD) was unable to measure defibrillation impedance. The ICD was explanted and new ICD was implanted. There were no patient consequences.

Manufacturer narrative:
The reported field event of an impedance measurement anomaly was confirmed in the lab. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the cause of the measurement anomaly was due to an anomalous integrated circuit within the hybrid. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.